Event description:
It was reported while using bd micro-fine¿+ pen needles 31g x 5mm the fluid could not be properly delivered. This occurred 7 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the customer bought pen needle products, 7 pieces of product could not discharge water within one package. The customer doubts the quality of the product and hopes that the issue can be resolved as soon as possible.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown, h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿+ pen needles 31g x 5mm the fluid could not be properly delivered. This occurred 7 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the customer bought pen needle products, 7 pieces of product could not discharge water within one package. The customer doubts the quality of the product and hopes that the issue can be resolved as soon as possible.